Event description:
It was reported that they were getting gridlines, this caused the patient to be re-exposed. The fe re-calibrated the grid lines and did a gain calibration, once this was done the system is working as intended.